Manufacturer narrative:
The patient remains ongoing on vad support. A specific cause for the disconnection of the reported driveline and power leads could not conclusively be established. The center submitted two log files with overlapping data, which spanned from (B)(6)2017 04:57 to (B)(6)2017 19:23. On (B)(6)2017 driveline disconnected alarms were active, resulting in pump stoppages and low speed hazard and low flow hazard alarms. Between 10:28:29 and 10:28:44, both power leads were simultaneously disconnected from battery power. Upon reconnection of the driveline and power cables, the pump resumed operation at the fixed speed without issue. There were no other unusual events noted in the event history and the pump appeared to be working as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017, that the patient experienced a fall. The submitted log file was reviewed by the manufacturer¿s technical services representative and a driveline disconnect event on (B)(6) 2017 was observed. On (B)(6) 2017, another log file was submitted for review and the data showed a pump stop occurred (B)(6) 2017 at 10:28:01 am and appeared to be a driveline disconnect, and was followed by a no external power alarm. The power was restored and the pump was reconnected at 10:31:46 am. The vad coordinator reported that the patient stated that the driveline was not disconnected and no alarms occurred. The patient also stated that he got tangled in a fence on the day of the driveline disconnect alarm. The patient was then transported to the implanting hospital, where they found nothing abnormal with the patient and no treatment was necessary. No additional information was provided.